Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history for the lot was performed. All the results obtained from in-house testing on lot 369159a met accuracy criteria. The product performed as expected. A review of the manufacturing records for lot 369159a did not uncover any non-conformances. The lot meets release specification. Although a potential patient sample interference issue was identified in the complaint, a root cause could not be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio values. On (B)(6) 2015, inratio inr = 0.9. On (B)(6) 2015, poc inr = 2.6. Patient's therapeutic range 2.5 - 2.7. No reported adverse patient sequela.